Event description:
A patient (who also is a healthcare professional) reported they were injected with 0.25mls of juvéderm volbella® xc in their upper lips and experienced an occlusion. Multiple injections of hyaluronidase occurred but "could not get the product to fully dissolve."

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.